Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips that the device's battery needed to be replaced. No specific issue was provided. There was no reported patient involvement.